Event description:
Discordant low results were obtained for troponin I (tniu) and b-type natriuretic peptide (bnp) on an advia centaur cp instrument. The tniu and bnp results were reported to the physicians. The samples were rerun on another instrument in the laboratory and corrected results were reported to the physicians. There were no reports of patient intervention or adverse health consequences due to the discordant low tniu and bnp results.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant tniu and bnp results was unknown. The fse checked the alignment of the sample and reagent probes, checked the wash station and replaced the wash 1 reagent. The instrument is performing within specifications. Further evaluation of the device is not required.